Event description:
Teodorczyk, j,. Szmuda, t., sieminski, m., lass, p., stoniewski, p. Et.al. Evaluation of usefulness of scintigraphic imaging in diagnosis of intrathecal drug delivery system malfunction - a preliminary report. Polish journal of radiology. 2013. 78(3) summary/reported event: this report refers to a (B)(6) male patient. Intrathecal baclofen (itb) system implanted 5 years earlier (synchromed I 20 ml - medtronic, (B)(4)). The patient received baclofen intrathecal (manufacturer unknown) for spastic paraparesis of unknown etiology at an unknown date and dose. Gradual reduction of therapeutic effect of intrathecal baclofen was observed for 2 years. Scintigraphy showed high activity of tracer in body fluids, no tracer in spinal canal. Due to high sensitivity of scintigraphy, appearance of considerable radiotracer amount in blood, soft tissues and urinary bladder was characteristic for a leak (no need to see pooling of radiotracer near leakage place). Catheter system in this patient was later repaired intraoperatively. Author concluded that radiologic assessment of intrathecal drug delivery systems (idds) system was essential. It facilitates final diagnosis in many cases, was broadly available and carries basic morphologic information needed for interpretation of functional radioisotopic studies or later surgical intervention. Scintigraphic imaging seemed to be a valuable functional adjunct to first-line morphological studies enabling final diagnosis in many patients with potential malfunction of intrathecal drug delivery systems (idds). Further studies encompassing higher number of patients were necessary to define the exact diagnostic accuracy. See literature article attached to manufacturer report 3007566237-2013-03582.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).